Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3653 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: new lawyer's reporter, essure removal via hysterectomy - uterus added in the non-drug treatment notes, annex f of international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3653 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. 968711) for female sterilisation. The patient had a medical history of depression, panic attacks, anxiety disorder, menorrhagia, pelvic pain and uterine fibroid. Previously administered products included: depo provera, atenolol, trazodone and venlafaxine. The patient had a family history of carcinoma breast and hypertension. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3660 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus (B)(6) 2012. As per mr: (B)(6) 2012. Discrepancy noted: removal date: the left essure coil was placed in standard fashion with 4 trailing coils noted. As per argus (B)(6) 2022. As per mr: (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: indication: essure sterilization device placement. Technique: a total of five fluoroscopic images were obtained. Comparison: CT abdomen and pelvis (B)(6) 2012. Finding: there are also densities within the regions of the fallopian tube a consistent with a essure sterilization device. Contrast injected into the uterus demonstrates a normal configuration with no filling defects. Tha fallopian tubes are occluded bilaterally and there is no spill in to the peritoneum. Impression: bilateral fallopian sterilization devices. The fallopian tubes are occluded. [Pathology test] on (B)(6) 2022: final diagnosis: uterus, cervix, and bilateral fallopian tubes; hysterectomy with bilateral salpingectomy (100 grams): secretory endometrium. Leiomyoma (intramural; 5 mm). Cervix with no significant abnormality. Bilateral fallopian tubes with no significant abnormality. Gross description: a coiled wire essure device is in place within each cornu in proximal fallopian tube. The right fallopian tube is up to 5.2 cm long, 0.7 cm diameter and remarkable for the aforementioned essure device. The left fallopian tube is up to 4.4 cm long, 0.8 cm diameter and remarkable for the aforementioned essure device. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: mr received : lot number, reporters information patient medical history and surgical pathology reports were added. Product insertion, removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. 968711-invalid) for female sterilisation. The patient had a medical history of depression, panic attacks, anxiety disorder, menorrhagia, pelvic pain and uterine fibroid. Previously administered products included: depo provera, atenolol, trazodone and venlafaxine. The patient had a family history of carcinoma breast and hypertension. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3660 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2012. As per mr : (B)(6) 2012. Discrepancy noted : removal date. The left essure coil was placed in standard fashion with 4 trailing coils noted. As per argus (B)(6) 2022. As per mr : (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: indication : essure sterilization device placement. Technique : a total of five fluoroscopic images were obtained. Comparison: CT abdomen and pelvis (B)(6) 2012. Finding: there are also densities within the regions of the fallopian tube a consistent with a essure sterilization device. Contrast injected into the uterus demonstrates a normal configuration with no filling defects. Tha fallopian tubes are occluded bilaterally and there is no spill in to the peritoneum. Impression: bilateral fallopian sterilization devices. The fallopian tubes are occluded. [Pathology test] on (B)(6) 2022: final diagnosis: uterus, cervix, and bilateral fallopian tubes; hysterectomy with bilateral salpingectomy (100 grams): secretory endometrium. Leiomyoma (intramural; 5 mm). Cervix with no significant abnormality. Bilateral fallopian tubes with no significant abnormality. Gross description: a coiled wire essure device is in place within each cornu in proximal fallopian tube. The right fallopian tube is up to 5.2 cm long, 0.7 cm diameter and remarkable for the aforementioned essure device. The left fallopian tube is up to 4.4 cm long, 0.8 cm diameter and remarkable for the aforementioned essure device. 968711-invalid. The most recent follow-up information incorporated above includes data received on: 26-oct-2023: update of batch information (batch is invalid). We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3653 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.